Manufacturer narrative:
The ventilator was evaluated by the customer, and the reported malfunction was not verified by the logs. The device passed all calibrations and testing and remains in service at the customer&#39;s site. (B)(4).

Event description:
Covidien received information from a customer stating that, during use on a patient, an 840 ventilator generated a visual &#39;patient disconnect&#39; alarm but did not have an audible alarm. In addition, a clinician reported that the ventilator graphics log showed &quot;there was no breath delivered for 15 minutes.&quot; the patient was not transferred to another ventilator and continued on that ventilator for approximately an additional week after the reported incident. There was no patient harm as a result of the reported malfunction.